Event description:
Philips received a complaint by the customer on the v60 indicating that there was low pressure, and a "machine pressure sensor autozero failed" error occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer reported low pressure to the remote service engineer and stated that a "machine pressure sensor autozero failed" error occurred. The customer informed the rse that the device was restarted, but the issue remained. The rse then advised the customer to troubleshoot the data acquisition (da) printed circuit board assembly (pcba) and solenoid valves 2 and 4. Per gfe response, the authorized service provider (asp) engineer confirmed the reported issue and stated that after testing, it was discovered that the data acquisition (da) printed circuit board assembly (pcba) was faulty. Resolution and disposition are pending.

Manufacturer narrative:
The customer declined service and repair, and the device was ultimately repaired by a third-party vendor-- no additional details regarding the reported issue and resolution are available, but the asp verified that the device was repaired, successfully passed performance specification testing, and was returned to service. The investigation concludes that no further action is required at this time. The device remains at the customer site. If additional information is received, the complaint file will be reopened.